Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Roche requested return of the customer's material without success.

Event description:
According to the customers' allegation, the adapter of the insulin cartridge broke, which resulted in an insulin leak. The customer experienced elevated blood glucose levels and transported themselves to accident and emergency. The customer was diagnosed with diabetic ketoacidosis and was treated with an IV of insulin, potassium, and anti-sickness dioxide. The blood glucose results obtained at the hospital were not provided. The customer stated that they have never changed the accu-chek spirit adapter, educated the customer on importance of changing the adapter. The customer was admitted into the hospital for 22 hours and was discharged the next day.